Event description:
The shoulder pack was returned to the manufacturer because it had a broken plastic viewing window. The shoulder pack subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the shoulder pack (unknown lot number) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned shoulder pack revealed a damaged viewing window. As a result, the reported event was confirmed. Visual inspection also revealed wear to the fabric of the main flap and a broken swivel snap hook. These are additional findings unrelated to the reported event. The most likely root cause of the damage to the shoulder pack's viewing window, fabric, and swivel snap hook may be attributed, but not limited, to wear and/or the handling of the pack. CAPA (B)(4) was created to investigate damaged packs. An internal investigation is pending. A report will be sent when root cause for the internal investigation has been determined. If information is provided in the future, a supplemental report will be issued.